Event description:
Patient's nurse reported the patient has experienced very elevated blood glucose levels while using the infusion device. Nurse stated on yesterday morning, the patient's blood glucose level rose to 31.8 mmol/l (572 mg/dl). Nurse reported the patient's mother called regarding the elevated blood glucose levels and they managed to get the patient's blood glucose level down to 6 mmol/l (108 mg/dl) with pen injections of insulin. Patient's parents received advice over the telephone from the diabetes nurse. Nurse stated after breakfast today the patient's blood glucose levels rose again up to about 30.0 mmol/l (540 mg/dl). Patient's normal blood glucose level was not provided. Nurse reported she suspects the infusion device is not giving the bolus. Nurse stated the patient's parents reported the patient felt ill and nauseous and suspects the infusion device is not delivering the insulin accurately. Nurse stated the patient's parents changed the infusion set and needle three times in the last 2 days with no change in the patient's blood glucose level. Nurse reported the patient's mother stated they have not seen any leaking from the infusion set or cartridge. Patient currently has elevated blood glucose levels and is feeling ill, but is being treated with insulin pens at the moment. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.